Event description:
Caller, respiratory therapist, reported that the cuff would not hold air after a week. Patient is on a vent at night and deflates the cuff during the daytime. Caller confirmed that decannulation and recannulation of a replacement tube was required.

Manufacturer narrative:
(B)(4). Product will not be returned at this time. Without the actual sample a full investigation cannot be carried out therefore we are unable to determine the cause for this specific event. Manufacturing controls are in place to detect related defects and reduce the potential for occurence during the manufacturing process. Information has been added to the database for trending purposes.